Manufacturer narrative:
Per internal review on 7/15/2020, corrections to the h10 narrative of the initial report were identified. The corrections are detailed below: it was erroneously indicated within h10 of the initial report that a manufacturing record evaluation (mre) cannot be conducted because the customer did not provide a lot number. However, a lot number was provided by the customer and documented within the initial report. Additionally, a manufacturing record evaluation was performed for the finished device 30364552m number, and no internal actions related to the reported complaint was found during the review. If any additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8/31/2020, biosense webster inc. Received additional information about the patient and event. It was reported the patient in this case was a female patient (68 year old, 50kg). The event occurred during use of biosense webster products during ablation phase. The physician¿s opinion is that the cause of the event was procedure. The patient¿s condition has improved. Ablation was performed prior to effusion detection. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent premature ventricular contraction (pvc) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis and cardiac arrest. During the procedure lasso2515, stsf, and a competitor coronary sinus (cs) catheter were inserted and placed in the heart chamber of the patient. Sheath was agilis (abbott). Lasso was placed to the right ventricular outflow tract (rvot) and local activation time (lat) mapping was conducted to identify the early excitable site of pvc. During the procedure, lat mapping was also conducted by stsf catheter. After that, pace mapping using the paso module and lab analysis was performed. The consistency with the perfect pace map site and the re-early excitement site were confirmed. After that, the second physician was called to catheter room, and he reconfirmed the diagnosis. He also diagnosed the pvc origin as the same site that was diagnosed by first physician. The ablation to the pvc site was performed. The pvc origin site was the rvot septal side. The same diagnosis was showed by the surface electrocardiogram (ECG). Pvc was eliminated by ablation to the perfect pace map (paso score 0.97 or higher). Immediately after ablation at the rvot septal ablation, the blood pressure suddenly dropped from 130mmhg to 40mhg. Ablation was 400 seconds, 30w, contact force about 10-15g. The ablation was immediately stopped and the physician checked the fluoroscopy. They confirmed that the ventricles were not moving. After that, cardiac arrest occurred for 1-2 seconds. After cardiac arrest, cardiac massage and high-power pacing from cs catheter were immediately performed. Drug administration was performed, and the self-pulse returned. Pericardial effusion was confirmed by body surface echo. After that, pericardiocentesis was conducted to remove 200 cc of fluid and blood pressure recovered to 160mmhg. After that, the follow-up observation was continued, and the procedure was finished. The patient left the operation room without other complications. There was no product error or failure. The physician¿s opinion is that the cause of the event was catheter manipulation rather then excessive ablation. There was no information regarding extended hospitalization not patient outcome. The ablation wattage and the flow were within parameters. The recommended ablation duration is 60 sec . Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information becomes available in the future; the reportability decision will be reassessed.